Event description:
Reporter stated she is been discriminated against. Has multiple issues with the essure device distributing nickel in her body. Unable to get anyone from the essure department for a resolution. Reporter is trying to make an awareness with the FDA that several pharmacies in (B)(6) are distributing medication that are contaminated because they are not properly sealed which per the reporter makes her sick.

Event description:
Additional information received from reporter for report on 09/14/2020. Additional symptoms: rash, memory loss and infection in face.